Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing a blood glucose (bg) level in the 300 mg/dl range; cause of bg was unknown. Customer delivered a bolus via the pump to address bg. Bg was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.